Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up # 1 (B)(4) 2011. Device history record review was conducted on (B)(4) 2011 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient was admitted to the hospital and treated for dka on (B)(6) 2011. He was released from the hospital (B)(6) and contacted animas for assistance. After further troubleshooting, it was discovered the patient is a new pump user. Reportedly he does not use the bolus feature on the animas pump. There was no evidence or allegation of a product malfunction. The patient was schedule for education on the animas pump usage and the bolus feature. The patient received medical intervention while using the animas pump to manage his diabetes. Although there is no evidence of an animas malfunction, the usage of the bolus feature or lack thereof strongly suggests user error as the cause of the alleged hyperglycemic episode. Hence, this complaint is being reported.